Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The lesion was located in a shunt vein that was moderately tortuous. The mustang 6.0 x 40, 40cm balloon was inflated five times between twenty to twenty four atmospheres. On the fifth inflation the balloon ruptured at twenty atmospheres. The device was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: initial examination of the returned device noted that the balloon material was torn longitudinally for a distance of 12mm from the distal transition zone. A visual and tactile examination of the shaft of the device found no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The lesion was located in a shunt vein that was moderately tortuous. The mustang 6.0 x 40, 40cm balloon was inflated five times between twenty to twenty four atmospheres. On the fifth inflation the balloon ruptured at twenty atmospheres. The device was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.